Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds noted on the right atrial (ra) lead. High impedance and noise were also noted on stored episodes. The patient reported they could hear a beeping sound which fits with patient alert. The patient was requested to come in for a check and was sent for an x-ray. The ra lead was programmed off and remains in patient. No patient complications have been reported as a result of this event.